Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarms. The insulin pump was programmed with multiple bolus deliveries and monitored. The boluses were delivered and recorded properly in the bolus history screen. There was no bolus history anomaly, the device had minor scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's wife reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 48 mg/dl. Customer treated their low blood glucose with food and they were hospitalized. Customer was found unconscious and the device did not track the bolus deliveries properly. Troubleshooting for the insulin pump was performed. Customer advised they properly completed the prime/rewind process. Customer was advised to follow up with their healthcare provider in regards to their low blood glucose levels. Customer was advised to monitor their low blood glucose levels, monitor the insulin pump and call back if issues persist.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.